Event description:
It was reported that during a lap oophorectomy procedure, the tissue pad appeared to have a metal burr coming through it. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The tissue pad was examined and normal wear was visually seen. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.